Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. There was no report of actual harm. The philips field service engineer (fse) inspected the system and confirmed the reported problem. Upon troubleshooting , fse identified that the workstation was stuck, cannot operate which was a non-philips product. There was no problem in the philips allura cv20 and it was able to emit the x-rays. The customer repaired the workstation to fix the issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The problem was in the workstation which is a non- philips product and not with the philips product and the customer corrected the problem from customer. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when angiographic positioning was performed before a coronary stent placement, a non-philips workstation froze, causing the allura to not produce x-rays. The procedure was able to be completed after a delay. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. There was no report of actual harm. The philips field service engineer (fse) inspected the system and confirmed the reported problem. Upon troubleshooting , fse identified that the workstation was stuck, cannot operate which was a non-philips product. There was no problem in the philips allura cv20 and it was able to emit the x-rays. The customer repaired the workstation to fix the issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The problem was in the workstation which is a non- philips product and not with the philips product and the customer corrected the problem from customer. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The reporting institution name and the reporting address line 1 have been updated.